Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. Fluoroscopy and chest x-ray confirmed that the lead had dislodged. The lead was successfully revised and remains in use. No patient complications have been reported as a result of this event.